Event description:
Customer states that the gens system produced low control results on the gens system but not the maxm system. Patient samples appeared to have low hematology results on the gens. Repeat testing of the sample duplicated original understated results. A freshly drawn sample from the same patient was obtained and produced higher results on a different instrument. There appears to be a system malfunction resulting in an unexpected sample dilution creating understated values upon analysis. Some low results were reported out of the laboratory. One patient was administered one unit of blood based on the low results. A re-test of a low hemoglobin result would be expected before treatment was administered. Falsely low hematology results, especially hemoglobin, could be believed and acted upon by a physician to initiate or modify a course of treatment. This inappropriate treatment has the potential to contribute to serious injury.